Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 78 mg/dl (aviva) and 185 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the aviva system.